Manufacturer narrative:
Review of production records for complained component has been performed and did not highlight any anomaly. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery has been performed on (B)(6) 2026, due to loosening of joint and dislocation. During the revision surgery pre-existing smr reverse liner +6mm dia.40mm (pn 1365.50.820, lot. 24at3ve) has been explanted and replaced with smr reverse liner retentive +6mm dia. 40mm (pn 1365.50.821). Surgery has been completed as intended. Previous surgery occurred on (B)(6) 2026. Patient date of birth is (B)(6) 1953. Event occurred in the united states.